Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer¿s blood glucose level was 34 mg/dl,137 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Drive support cap appeared to be normal. Customer declined the troubleshooting for the low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will be returned for analysis.